Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for eval. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the "pt had oozing at exit site approx one week after insertion. Cath was removed and discovered the split in the lumens up to the cuff."